Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Evaluation in process note: manufacturer contacted customer in a follow-up call on 23-dec-2021 to ensure the replacement products resolved the initial concern- able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for lo blood glucose test results and error messages (e-0 and e-5). The customer is concerned with test results from results obtained of lo. The customer¿s expected am fasting blood glucose test result range is 100-140mg/dl and expected pm fasting blood glucose test result is 200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 295mg/dl using true metrix meter; the customer was satisfied with the result obtained. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 03/24/2023 and open vial date is 12/15/2021. The meter memory was reviewed for previous test result history: result 1: lo date: (B)(6) 2021 time: 1025am fasting, result 2: 183 mg/dl date: (B)(6) 2021 time: 1221pm fasting, result 3: 294 mg/dl date: (B)(6) 2021 time: 854pm fasting, result 4: 277 mg/dl date: (B)(6) 2021 time: 757pm fasting, result 5: 322 mg/dl date: (B)(6) 2021 time: 301pm fasting.

Manufacturer narrative:
Sections with additional information as of 07-feb-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-040: user's test strip had poor fill.